Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. Review of the electromyogram showed that the noise was too large to program around and there were sharp decreases and increases of impedance over a yearly trend. The two anomalies were indicative of a possible lead issue. It was recommended that the physician consider lead revision. Securesense was programmed on to prevent inappropriate therapy as the clinic continued to monitor the lead. No patient symptoms were reported.

Event description:
New information received stated that the right ventricular lead exhibited high frequency of noise episodes, tripled the increase in capture threshold, and doubled the increase in high voltage lead impedance over the past year. The anomalies were indicative of a lead fracture. On (B)(6) 2019, the lead was successfully explanted and replaced. The patient condition was stable.